Event description:
The customer contact reported high ambitent temp. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in critical use. During testing at the user facility, multiple s233 (overtemperature-psc) malfunction alarm codes were noted in the device history. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, multiple s233 (overtemperature-psc) malfunction alarm codes were noted in the device history. The probable cause was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.